Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support (cts), the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 239 mg/dl. The customer will consult with health care provider to determine if the pump would continue to be used for insulin therapy, or if the customer would revert to manual injections. Although cts offered to follow up with the customer to verify back up therapy information, the customer declined.